Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent resection of the sling, bilaterally all the way to the symphysis pubis, lysis of extensive adhesion between the sling and the vaginal mucosa, restoring the bleeders and restoring the vaginal mucosa on (B)(6) 2013, due to dyspareunia, exposure of mesh, and exposure of vaginal mesh done previously for stress incontinence, chronic vaginal discharge and urinary urgency. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, extrusion, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
.